Event description:
Reporter stated that several pt samples, when tested with the suspect device, did not compare favorably with the facility's reference lab values. Reporter indicated that, if a pt sample measures >400 mg/dl (using the suspect device ), a lab comparison is ordered. Reporter provided the following pt results obtained while using the suspect device (multiple results, when listed, were performed back-to-back on suspect device): 579 and 402 mg/dl (lab 352 mg/dl), 467 mg/dl (lab 340 mg/dl), 465 and 446 mg/dl (lab 223 mg/dl), 408 and 428 mg/dl (lab 363 mg/dl), 494 and 470 mg/dl (lab 174 mg/ dl), and 533 mg/dl (lab 233 mg/dl). Pts were not treated based on results obtained on the suspect device; rather, treatment was determined based on the reference lab value. Reporter stated that controls had been run on the system, and had tested within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.